Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is in progress at the time of this report. A DHR (device history record) review showed that there were no issues related to this issue on the product or its components.

Event description:
The customer alleges that the tubing fell out and became disconnected from the connector during use. The tubing was reported to have disconnected without any force. No report of patient injury or harm.